Event description:
A complaint was received that reported that the "units digt" with the display was not complete. A request was made to return the system for evaluation. In the meantime a replacement unit was provided to the customer.